Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the pump was not working. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-jun-01. It was reported that the previous statement about the pump "not working" referred to the fact that the pump was turned off by the patient's doctor several months prior. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.